Manufacturer narrative:
This product is manufactured in the (B)(4) but is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -4.50/+1.5/052 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to a refractive surprise. The lens was exchanged for a different model lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/28.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection was performed. No similar complaints were reported for units within the same lot. (B)(4).